Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical study. It was reported that in-stent restenosis and chest pain occurred. In (B)(6) 2010, the subject presented with chest discomfort associated with burning feeling from the lower sternum to the neck/throat. The subject was diagnosed with unstable angina and cardiac catheterization was recommended. Angiography was performed and the subject was referred for percutaneous coronary intervention (pci) and was enrolled in the taxus liberte study and subsequently index procedure was performed. Target lesion #1 was a de-novo lesion in saphenous vein graft (svg) to right posterior descending artery (r-pda) with 85% stenosis and was 18 mm long with a reference vessel diameter of 2.5 mm. Target lesion was treated with direct stent placement of a 2.5 x 24 mm taxus liberté stent. Following post dilatation, residual stenosis was 0%. The subject was discharged the same day on aspirin and prasugrel. In (B)(6) 2013, the subject had experienced chest pain that had subsidized after two doses of sublingual nitroglycerin. The subject presented to emergency room with complaints of worsening chest pain. The subject was hospitalized and cardiac catheterization was recommended. At the time of the event, the subject was taking aspirin and no ¿other¿ antiplatelet medication was taken. Angiography was performed and the subject was referred for pci. The 90% in-stent restenosis of the study stent in proximal segment of svg to r-pda, was treated with pre-dilatation and placement of a 2.25 x 20 mm promus premier drug-eluting stent. Following post dilatation, residual stenosis was 0%. In addition, the total occlusion of the proximal segment of the non target vessel 2nd obtuse marginal (om) was treated with pre-dilatation and placement of a 2.25 x 12 mm promus premier drug-eluting stent. Following post dilatation, residual stenosis was 0%. During this treatment, a 0.014 kinetix ptca guidewire guide wire and a 2.0 x 20 mm emerge balloon catheter were introduced into 2nd om but were unable to cross the lesion. These were replaced with a 0.014 non bsc 4.5 180 cm guide wire and a 2.0 x 15 mm non bsc balloon catheter was used for pre-dilatation. Following pre-dilatation, the 0.014 kinetix plus j 185 cm wire was introduced into the vessel following which a 2.25 x 12 mm promus premier drug-eluting stent was deployed. At the time of reporting, the event was considered to be recovering/resolving after 4 days from hospitalization, the subject was discharged on aspirin and clopidogrel.